Event description:
It was reported that the patient presented in backup vvi. The patient's presenting rhythm was 67.5 ppm vvi paced. The device was not at elective replacement indicator (eri). Due to a cell impedance of 5 kohms further troubleshooting could not be performed. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.